Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur afterward. Customer was instructed to continue using the pump and to call back if the malfunction code reappeared, to which they agreed.